Manufacturer narrative:
Concomitant medical products: 4076 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to electromagnetic interference. An alert was triggered due to non-sustained episodes and short v-v intervals. The device remains in use. No further patient complications have been reported as a result of this event.